Event description:
Upon medical review of the add'l info rec'd on (B)(6) 2011, this non-serious case has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree and based on the reported seriousness criterion of hospitalization. Initial info rec'd from a physician on (B)(6) 2011: a female pt (age unk) receiving treatment with poly-l-lactic acid (sculptra aesthetic, lot# and exp date unk) experienced "some kind of an inflammatory response in her neck, cheek and ear". The physician stated it "may be an infection", waiting on the results from the lab. The pt spent one night in the emergency room. No concomitant medications or med history reported. No further info reported. Add'l info for sculptra aesthetic (lot # and expiration date: not provided) from product technical complaint report case ID (B)(6) dated (B)(6) 2011, rec'd by (B)(6) on (B)(6) 2011: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the USA. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Add'l info was rec'd from a physician on (B)(6) 2011: a (B)(6) female consumer with fitzpatrick skin type ii and no history of immunological or collagen-vascular disease rec'd injectable poly-l-lactic acid (sculptra aesthetic) (lot # 1a0038, expiration date august, 2013) on (B)(6) 2011 for cosmetic reasons. She rec'd a one time dose of 0.5 cc in each nasolabial fold, 2 cc in each temple, 0.5 cc in each cheek line/"malar", and 1 cc in each preauricular area/temporomandibular joint. The poly-l-lactic acid was reconstituted with 7 cc of preserved/bacteriostatic water and 1cc of lidocaine. A topical lidocaine anesthetic (lmx) was used to prepare to pt for injection. She rec'd subcutaneous injection and deep dermal injection. Massage was done during treatment and then by the pt. On (B)(6) 2011, the pt experienced some ear pain and tender nodules on her neck. On (B)(6) 2011, she had a very swollen, red, painful ear, lateral cheek and side of neck. The lower half of the ear was very red, swollen and painful and she had enlarged cervical lymph nodes. Of note, the swollen ear and neck were not at the injection sites. A cbc with differential was done on (B)(6) 2011 and was significant for white blood cell of 5.5 with 55%n, 30%l, and 11.9% mono. On (B)(6) 2011, her white blood cell count was 12.0, but this was after she rec'd decadron. An infected scratch on her posterior conchal bowl was discovered on (B)(6) 2011. And a wound culture from her posterior ear conchal bowl done on (B)(6) 2011 was positive for staph aureus, moderate growth. She was hospitalized and treated with dexamethasone (decadron) 10 mg IV once, cephazolin (cefazolin) 1000 mg IV, clindamycin 900 mg every 8 hours, piperacillin and tazobactam (zosyn) 4.5 g every 8 hours, and ciprofloxacin (cipro) 750 mg twice daily for 10 days. The treatment was given to preclude permanent impairment of a body function or damage to a body structure. The reporter noted that the acute inflammation of the ear required intravenous therapy. There was no evidence of a systemic process. There was no evidence of permanent impairment of a body function or body structure. The event was not irreversible. There was no surgical intervention performed. A biopsy was not done. The physician suspected the event was unlikely related to poly-l-lactic acid and went on the report that while some inflammation may have been precipitated by a reaction to sculptra, the infected scratch on her posterior ear (an area not treated with sculptra) likely caused most of her symptoms. The infected scratch on her posterior conchal bowl discovered on (B)(6) 2011 best explains her ear symptoms and related lymph node enlargement. Medical history included high blood pressure and hypothyroidism. She had no known drug allergies. Concomitant medications included levothyroxine and hydrochlorothiazide. She recovered from this event; end date was reported as around (B)(6) 2011 (but also reported as recovered on (B)(6) 2011). The pt was not pregnant during sculptra treatment. No further relevant info reported. Pharmacovigilance comment: sanofi-aventis company comment dated (B)(6) 2011: some of the inflammation this pt experienced may have been a result of a reaction to poly-l-lactic acid as this is a known potential adverse event. However, the infected scratch on this pt's posterior conchal bowl of her ear best explains her reported symptoms, including her ear symptoms and lymph node enlargement. In addition, this wound infection occurred at tan area not treated with poly-l-lactic acid and is thus, likely unrelated to the poly-l-lactic acid therapy she rec'd.